Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during therapy on the homechoice machine(hc). The home patient(hp) stated she had the alarm last night and turned off the hc. The hp stated after cycling power system error 2367 alarm occurred. The technical service representative(tsr) advised the hp to start over with new supplies. The hp contacted this writer on (B)(6) 2012. The hp stated she has left the cap off the patient line which allowed air into the line. The hp stated this was an isolated event. The hp stated she did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed. The root cause could not be identified. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.